Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The caller reported that the patient's programmer was not working and that they thought there was battery corrosion. The caller reported that the programmer has not been working for close to a year. The caller also reported that the patient was now having a shaking spell which began on (B)(6) 2017 so they need a new programmer. No further patient complications have been reported as a result of this event.